Manufacturer narrative:
Result: clutch.

Event description:
It was reported by service report that the fowler does not stay up and hold position. No pt involvement or adverse consequences are reported.